Event description:
It was reported that the pt had a revision due to pregnancy (date unk). It was further reported that the pt currently had bruising and pain at her device site. The pt spoke with her physician on the phone and it was discussed she may need another revision. It was stated that the physician suspected she had a lead fracture. Additional info was requested.

Manufacturer narrative:
(B)(4).